Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged battery issue was verified. The alleged reset was observed in the pump logs and reported issue was related to use error.

Event description:
It was reported that the pump reset unexpectedly and battery depleting quickly; pump shutdown. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 250 mg/dl.